Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "membranous, nuclear-deficient fibrosed mammary capsule tissue with synovial-like metaplasia on the surface, not completely fresh fibrin deposits and activated mesenchyme without significant inflammation". This record is for the left side. The device is explanted. Patient representative further reported "mast cell activation syndrome (mcas)" which is deemed not related to the device.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Company representative reported "membranous, nuclear-deficient fibrosed mammary capsule tissue with synovial-like metaplasia on the surface, not completely fresh fibrin deposits and activated mesenchyme without significant inflammation". This record is for the left side. This device is explanted.